Event description:
During a field service activity, the field service engineer (fse) identified excessive play on universal surgical manipulator (usm) carriage guide rail. The fse replaced the usm 2. There was no report of patient involvement.

Manufacturer narrative:
During a field service activity, the field service engineer (fse) found excessive play on the universal surgical manipulator (usm) carriage guide rail. The fse replaced this part to resolve the issue. The system was tested and verified as ready for use. The usm has been returned for testing, but the failure analysis investigation has not yet been completed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was analyzed and found to have a failure. The unit was tested on an in-house system and triggered no errors. The unit was also tested on a testing platform and failed sensors check but was not part of the reported problem. Upon further investigation, there was no fluid intrusion or physical damage. The linear rail was verified to being loose because the screws were not tightened.